Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. The customer's blood glucose level was 84 mg/dl. The customer was assisted with the troubleshooting. It was also stated that they performed all the remedies but the issue did not resolved. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted.